Manufacturer narrative:
Additional information: based on the information received, damage to the active electrode, very likely caused by excessive mechanical stress seems to be the reason for the reported problem. Despite several requests the device has not been received for investigation. The complaint can be re-opened when the device is received.

Event description:
It was reported that a bilaterally implanted patient experienced some decrease in hearing benefit. No report of accident or trauma.

Event description:
It was reported that a bilaterally implanted patient experienced some decrease in hearing benefit. Re-implantation is being considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.